Event description:
Customer reported norepinephrine was ordered at 2.5 micrograms. A clinical advisory alert went off "this selection is reserved for use during code blue, (B)(4) events. Do not use for routine infusion". The guardrails limit of 30/mcg/min was exceeded and user selected yes to proceed. The programmed dose was 205 micrograms/min or 384.38 ml/hr. The event lead to reported myocardial infarction and pt was treated for mi. Customer reported no permanent damage. The report stated the issue to be the "0" key and the "." Key are too close, and there may be a potential software issue. Customer reported info was obtained from cqi data to see what happened. The pump was not isolated and could not be found by the time the alert came to the attention of relevant departments. No add'l info was available.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. The customer's complaint of "0" and "." Are too close, could not be confirmed. The product was not returned for failure investigation. The numeric and text keys are approx 3/8 inch (height) and 1/2 inch (width) with a separation of 1/4 inch (left/right). Each button has a raised edge on the top for a tactile cue to assist in proper finger placement. The menu-driven display requests confirmation of selection in some cases and prompts user for next selection, providing opportunity to correct an entry made in error. The use of the guardrails option did alert the user that their selection exceeded the drug limits. The user chose to start the infusion. The hospital chose not to implement hard limits for this drug in their dataset. No further investigation of this reported complaint can be conducted because the device was not returned.